Manufacturer narrative:
(B)(4). Concomitant medical products: unknown , unknown 36mm versys femoral head, unknown, unknown, size11 versys revision femoral stem , unknown, unknown, 58 mm continuum trabecular shell, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05083. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient again suffered another displacement after clicking and popping. The patient was reduced in ER. The patient suffers right hip pain and back pain. No additional information was made available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI : (B)(4). Concomitant medical products: 00801803605, femoral head sterile product do not resterilize 12/14 taper, 62778846 00784301108, revision femoral stem beaded fullcoat plus 12/14 neck taper - standard body size 11 11 mm distal stem diameter 200 mm stem length, 62522383 00875705802, shell with multi holes porous 58 mm o.d. Size ll for use with ll liners, 62700759 00625006525, bone scr 6.5x25 self-tap, 63187329 00625006530, bone scr 6.5x30 self-tap, 63284551 00625006525, bone scr 6.5x25 self-tap, 63165861 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63001360 qty:2 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 62944650. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to insufficient information provided by customer. Device history record (DHR) review was unable to be performed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.